Event description:
Per summons from attorney, the plaintiff allegedly suffered "serious bodily injuries and other damages" when their bed allegedly malfunctioned and collapsed at the plaintiff's residence.